Event description:
Clave started leaking on a piv (peripheral infusion) that was running tpn and insulin. Clave should not have leaked. Changed defective clave cn and md were notified, turned in clave to be reported.